Manufacturer narrative:
Product event summary-the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated a lead impedance out of range alert, and the impedance trend on the svc (superior vena cava) defibrillation coil was variable. An out of tolerance subthreshold impedance alert was recorded in (B)(6) 2013. Maximum svc impedance rises from an approximate baseline of 61 ohms to greater than 250 ohms the week ending (B)(6) 2013. The impedance was also varied. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that there were high superior vena cava (svc) impedance and fluctuating impedance measurements observed in the right ventricular lead. The lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.